Event description:
The pt was injected in the nasolabial folds and oral commissures. The pt allegedly developed redness and lumps in corners of her mouth, which were painful, more than two weeks later. The pt allegedly experienced pain in her legs. She was admitted to the emergency room. The pt was treated with keflex, medrol dose pack, percocet, a saline drip, doxycel, muscle relaxers and toradol. At a later visit with her gp, she was treated with prednisone.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.